Manufacturer narrative:
Reporter phone number (B)(6). Additional components potentially involved in the event include: common device name: scs lead, model: 3286, UDI: (B)(4), serial: (B)(6), lot: 10233246. It was reported to abbott a patient¿s system was explanted due to ineffective therapy. The patient reported that there was no reduction in their pain since implant and reported their pain felt worse following implant. The system was removed without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy since the system was implanted. Multiple attempts to program the patient were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data. D4 - additional device information. H11 - additional narrative/data. Additional components potentially involved in the event include: common device name: scs lead, model: 3286, UDI: (B)(4), serial: (B)(6), lot: 10233246. It was reported to abbott a patient¿s system was explanted due to ineffective therapy. The patient reported that there was no reduction in their pain since implant and reported their pain felt worse following implant. The system was removed without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.